Manufacturer narrative:
Eua # (B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat testing performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0209433. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. There are no current trends against false negative or discrepant results. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat testing performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4).